Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013 with a bifurcated, a suprarenal aortic extension, and a limb stent graft. Subsequently, the patient presented with a type 3a limb separation between the bifurcated and limb extension. The physician implanted a limb stent graft to correct the issue. Patient was in stable condition post procedure.